Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 120 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. The customer's blood glucose (bg) was 49-52 mg/dl which was addressed with the customer consuming candy. The cause for the bg was unknown but the customer did mention it was normal for bg to go low.